Event description:
It was reported that during an angioplasty procedure for venous thrombosis in the left lower extremity, the balloon was allegedly ruptured during dilation. It was further reported that the balloon was broken in the process of withdrawal and then removed with sheath and retrieval device of another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Five radiographic images were reviewed. The fluoroscopic images centered around the pelvis are reviewed. An angioplasty balloon is seen partially inflated within the right pelvis, likely within the iliac vasculature. In the other images, there appears to be an attempt to snare a component of the angioplasty balloon from the contralateral groin. The images also show an attempt to remove a component of the angioplasty balloon from the contralateral groin using endovascular snare techniques. Based on the submitted radiographic images, the investigation confirmed the balloon detachment and its difficulty to remove, as the provided images confirm that the snare technique was used to remove the detached component of the balloon. However, the investigation for balloon rupture remains inconclusive based on the submitted images, as there is no specific evidence of balloon rupture that could be noted. A definitive root cause for the reported balloon rupture, balloon detachment and difficulty to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure to treat venous thrombosis in the left lower extremity, the pta balloon allegedly ruptured. It was further reported that the balloon was broken in the process of withdrawal. Reportedly, the balloon was removed from the body with a catcher and a sheath. There was no reported patient injury.